Manufacturer narrative:
The customer initially reported encountering an incident where a patient¿s data was mixed with another exam. Additional information received from the customer confirmed the issue was caused by a user error. There was no equipment malfunction associated with this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : additional information received from the customer confirmed the issue was caused by a user error.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data from the customer is being collected and analyzed.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the customer, an image from a subsequent study appeared in the first patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.